Event description:
It was reported that the system with this right atrial (ra) and right ventricular (rv) lead exhibited within range low pacing impedance decreasing gradually over a period of three months. Additionally, rv lead noted to have bouncy threshold readings between 0.8 volts and 3 volts. Presenting electrocardiogram showed possible ra noise or farfield oversensing. There were no changes made to the lead. This system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device code

Event description:
It was reported that the system with this right atrial (ra) and right ventricular (rv) lead exhibited within range high pacing impedance increasing gradually over a period of three months. Additionally, rv lead noted to have bouncy threshold readings between 0.8 volts and 3 volts. Presenting electrocardiogram showed possible ra noise or farfield oversensing. There were no changes made to the lead. This system remains in service and no adverse patient effects were reported.